Event description:
It was reported that the left ventricular lead exhibited a lead terminal connector anomaly. The lead was explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please note the correction for reference report number 2017865-2014-14864. Should be no; not yes. Should be not returned to manufacturer results code should be (B)(4). Conclusion code should be (B)(4). The following deleted: reason_for_no_eval_code, received date, results 1.